Event description:
Patient received her last lucentis injection, in the left eye on (B) (6) 2010. On (B) (6) 2010, she was diagnosed with endophthalmitis in the left eye. She was treated with intraocular antibiotics (fortaz & vancomycin) and with erythromycin ophthalmic ointment. The subject device (needle) was part of a genetech lucentis kit.